Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The l-bracket back plate release tab was broken off. Bottom case right rear rubber foot had fallen off. Left plunger case was cracked. Error history log review found a "check syringe plunger sensor" error. The root cause of the reported issue was found to be the device was dropped. The dowel pin had fallen out of plunger head mount. Actions were taken to mitigate the reported issue: replaced l-bracket back plate due to physical damage. Replaced plunger head mount and dowel pin due to incorrect fitment.

Event description:
It was reported that the clamp was broken/ syringe holder wouldn't come up. No patient injury was reported.